Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. It was reported that a malfunction alarm occurred. Customer's blood glucose level was 538-547 mg/dl. Customer administered a correction bolus to address elevated bg. Additionally, it was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy.